Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2014. According to the complainant, the patient had emphysematous cholecystitis, and frequently developed stones in the common bile duct (choledocholith). Three weeks prior to the procedure, the physician placed a t-tube in the common bile duct percutaneously, prior to removing the gallbladder via laparotomy. The t-tube was removed before this procedure was performed. On (B)(6) 2014, an endoscopic sphincterotomy was performed and after a successful cut the contrast media was injected without issues. Prior to use, it was noted that the side car (guidewire channel) of the rx lithotripter compatable basket was pushed back, exposing the coil and the tip of the basket was protruding. The physician chose to use the device, and the rx lithotripter compatable basket was advanced over the guidewire (non-bsc device)to the target site. Resistance was felt when advancing the basket near the papilla, the physician ¿moved the scope or adjusted the elevator of the scope¿. The sidecar pushed backed further, and the extended portion of the basket perforated the opening of the papilla of vater by the common bile duct. A CT scan was performed and free air was seen near the retroperitoneal and kidney area. An endoscopic nasobiliary drainage tube and a magen tube was then placed to prevent bile from leaking into the patient¿s abdominal cavity. No other treatment was given. Fasting followed and the patient has recovered per physician¿s follow-up. Reportedly, post procedure the patient¿s common bile duct was noted to be severely curved as compared to a normal common bile duct.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) side car - rx pushback. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A ship history was performed on the last three lots shipped to this customer prior to the procedure. A review of the device history record (DHR) confirmed that the device met all met all specification requirements, allowing them to be released for distribution. A labeling review for this complaint was conducted by reviewing the label and directions for use. The directions for use (dfu) list perforation by catheter tip as a possible complication. It is unknown if the defect with the device occurred due to customer handling/preparation of the device or procedural/anatomical factors encountered during the procedure. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable.